Event description:
Reported overdelivery: the pump was ordered to be programmed in the pca bolus only mode of delivery with demerol 10mg/ml concentration to deliver 15mg every 15 minutes as requested with a maximum of 60mg/hour allowed. According to the customer contact, the pt rec'd all 300mg in 1 hour. The customer contact reports that there was no adverse pt event or harm, and that the pt was discharged from the hosp the next day. Though requested, no further info was available.